Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 530862) was returned for evaluation. The returned driver was examined with magnified photography. The returned driver exhibited substantial brown/rainbow discoloration and/or corrosion on multiple surfaces including, but not limited to, discoloration on/adjacent to all lasermarks, discoloration on hexalobe drive feature (side view), discoloration on hexalobe driver breakage surface (front/tip view). The tip of the driver was broken; the part had separated into at least two fragments (the body and any number of unknown fragments of the driver tip). As only the driver's body was returned, all evaluation will be of the breakage/fracture on the body. The main body's drive interface terminates with a simple fracture setup consisting of a singular fracture surface; this fracture surface was mostly perpendicular to the device's axis with a potential light bowing visible on side profile views. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared smooth with sporadic texturing and occasional sharp edges; there were no regular occurrences of progression, beach, or seashell marks on the fracture surfaces (i.e no signs of fatigue). The hexalobe drive feature's lobes were twisted about the central axis of the device. They were bent and deformed helically about this axis. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; the presence of oblique/angled fracture planes, or multiple planes, would suggest that the device could have failed in a brittle manner during torsion with a potential significant/additional off-axis loading component. This device had a largely perpendicular fracture plane. However, based on the information received the root cause could not be determined.

Event description:
It was reported during a removal surgery that the surgeon broke the driver tip. The screw was removed using a carbide drill from another company. The surgery was completed after a 30-min delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2023-00737 for the driver involved in this event.